Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30-31mg/dl; cause was not known. The customer was admitted into the emergency room and subsequently hospitalized. No further information was provided pertaining to hospitalization details.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.